Event description:
The physician reported that he has been having problems with the handheld freezing at times at the interrogation successful screen. This issue has bene occurring for about six months since the event was reported. The issue is resolved by performing a hard reset; however, the next time the device is used, the same issue occurs. The handheld and software were returned on november 21, 2013 and are pending product analysis. No other information has been provided.